Event description:
Age at time of event: adult. The customer contact reported the addictive port pulled out of the device; subsequently, a leak of a chemotherapeutic agent was noted. Under an admixing hood, the pharmacy tech was filling an empty flexible container with abraxane through the additive port of the device using an unspecified 18 gauge needle. It was reported that while the pharmacy tech was attempting to remove the 18 gauge needle from the additive port, the additive port pulled out with the needle. The solution in the device spilled into the admixing hood in the pharmacy oncology clean room and onto the pharmacy technician's gloved hands and lab coat sleeves. The pharmacy tech rinsed the gloves with water and cleaned up the spilled solution according to the user facility's protocol. The customer contact reported that upon further inspection of the additive port by the staff, it was noted that the additive port appeared to have dried out. There were no reported adverse effects to the pharmacy technician. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).